Event description:
Revision of vertical banded gastroplasty: endo gia stapler used to divide gastric pouch. After firing (45mm w/blue load/3.5mm staples) the stapler would not release tissue. Separate stapler fired below which worked, then same type of stapler placed above locked stapler and fired, but locked. Surgeon assessed lever arm pulls back cutting blade and jaw separated from lever arm on handle. Had to take right angle/retract cutter and approximate blade on stapler to get to release. This caused short gastric pouch.